Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the iob was not showing on the bolus total screen. During troubleshooting with customer technical support (cts), it was revealed that the iob feature was not turned on. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in the iob feature not being turned on in the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.